Event description:
A chronic dialysis pt with end state renal disease was admitted to the emergency room with chest pain. According to the nurse manager, the pt had missed a previously scheduled dialysis treatment. The pt was sent to the hospitals' inpatient dialysis unit for a dialysis treatment. When he arrived on the unit, he was awake, alert, and oriented with stable vital signs. During the dialysis treatment, the pt had a cardiac arrhythmia, a run of ventricular tachycardia and he became unresponsive. The dialysis treatment was stopped and resuscitation efforts were unsuccessful and the pt expired. The cause of death was reported to be cardiac arrest. The nurse manager stated there were not any concerns with the equipment and the dialysis treatment had been uneventful until the cardiac arrest. MFR ref # 9616023-2015-00001.